Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient, therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella 5.5 patient experienced ventricular tachycardia during ambulation two days into support. One shock was given to manage the condition and the pump was repositioned under echocardiogram accordingly. The patient remains on support.